Event description:
It was reported the patient alert sounded due to high pacing lead impedance of 2096 ohms. Oversensing was also reported. A lead fracture was suspected. It was further reported that there was noise. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed.